Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. However, the pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm in the alarm history due to an overwritten history file. The pump also had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer's blood glucose was 265 mg/dl. Customer was advised to disconnect at the quick release and stated that the drive support cap was fine. Customer was assisted with complete rewind and fill tubing process. Customer had several motor error alarms in the alarm history. Customer stated that the she works in a dentist consultation and recently the pump was exposed to a MRI or x-ray. Customer was advised to remove the battery and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.